Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient developed a small hematoma and irritation in the pump pocket. Additionally, the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient constantly complained of pain and discomfort in the pump pocket area. The physician decided to explant the pump.